Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose reading was 178 mg/dl. No significant events leading to the alarm were observed. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The pump also had minor scratches on the lcd window, a missing end cap sticker, and cracked battery tube threads.